Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the complaint at hand we were only informed that the nurse left the patient¿s room, and when she came back, she found the bed stuck in the reverse trendelenburg position. Based on the photographic evidence provided, the most probable root cause of the malfunction was that the hi-low actuator was mechanically damaged, the plastic component which holds the actuator broke at the mounting point to the frame and the actuator detached from one side. Based on analysis of previous complaints, the actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. According to the instruction for use, 831.374-I: ¿keep all equipment (...) Away from moving parts and pinch points.¿ in the analyzed case, this hypothesis could not be confirmed as the actuator bracket and the bed frame did not have any other damages and the circumstances in which the malfunction occurred are unknown. The root cause was classified as the component failure that occurred due to unknown reason. The actuator was found to be detached and from that perspective, the device did not meet performance specifications. The device was in use when the issue occurred and from that perspective it played role in the event. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed is cracked. The bed frame inspection revealed that the actuator responsible for high and low movement of the bed¿s platform detached from one side. It caused bed unintended movement and stuck in the reverse trendelenburg position. The involved device was in use at that time. No injury was claimed. The bed frame was swapped out.